Manufacturer narrative:
Correction information. B4: date of this report. G6: follow up #1. H2:if follow-up, what type? There were typos in some of the investigation results, which have been corrected. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cfb (coherent fiber bundle) was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the cfb (coherent fiber bundle). Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Fiber image failure (broken).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cfb (coherent fiber bundle) was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the cfb (coherent fiber bundle). Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated not to submit MDR.